Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an occlusion alarm occur during testing.

Manufacturer narrative:
D9 - product received date 8/14/2025. H3/h6 - test data. One device was received for evaluation for the complaint that the device had an occlusion alarm occur during testing. The review of event log/alarm history found that there are no errors related to the customer complaint. The review of service history found that there were not services reported previously. The visual and functional testing was performed. Downstream occlusion alarm could not be replicated. Device sensor was calibrated as a preventive measure. The performance verification test was performed.